Event description:
It was reported that cgm displayed malfunction alarm identified as error 42, and pump had not recently come out of storage mode, reset, or battery depletion. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, after which cgm error did not recur and customer successfully started new sensor session.